Manufacturer narrative:
H10: manufacturing review: the lot number was provided; therefore, the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter set was received and evaluated. The catheters were able to align and coapt. A tissue cutting test was performed on porcine carotid artery; the device was able to cut the tissue. Tissue cut length was measured to be approximately 0.6cm. Therefore, the investigation results are unconfirmed as the device performed as expected under functional testing. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through a brachial vein and artery access, the catheters allegedly failed to align properly and the electrode seemed to depressed backwards. It was further reported that a second attempt was made to create the fistula, however, on the second attempt the electrode seemed to activate forward but no fistula was created. Reportedly, the catheters were removed from the patient without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through a brachial vein and artery access, the catheters allegedly failed to align properly and the electrode seemed to depressed backwards. It was further reported that a second attempt was made to create the fistula, however, on the second attempt the electrode seemed to activate forward but no fistula was created. Reportedly, the catheters were removed from the patient without incident. There was no reported patient injury.